Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. However, unit was received with corroded battery tube. Unit passed self-test and displacement test. Unit was monitored for 24 hours and no blank or flashing white display anomalies noted. Power connector plug in and locked in place properly. Unit was received with minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 14 mmol/l at the time of the incident. The customer reported hearing the alarm and found the screen flashing black and white.. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.